Manufacturer narrative:
The reported issue that the device broke was confirmed through the service repair process. This reported event and subsequent repairs were investigated through the service repair process. The preventative maintenance, check-up, and repair to convert the returned pump module to loaner was performed by service. The software of the logic board was upgraded to version (B)(4) on (B)(4) 2019. The bezel assembly was found to be faulty and was observed not be working as intended. The cosmetic defects found on the pump module were due to customer damage.

Event description:
It was reported that device broke (broken damaged).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The reported issue that the device broke was confirmed. There was no reported patient involvement. This device is used for therapeutic purposes.